Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 tricuspid regurgitation (tr) for a triclip procedure. There was challenges with imaging visualization throughout the procedure. During the procedure, a triclip was placed and a partial single leaflet detachment (slda) occurred. The clip was no longer attached to the lateral leaflet. An additional clip was placed successfully to stabilize the slda clip. The final tr was grade 2. There was no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.